Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 4 of 4 of peritoneal dialysis therapy. During troubleshooting, it was reported that all bags were not properly connected. A loose connection was discovered. The technical service representative assisted the hp in clearing the alarm and disconnecting. Proper procedures were reviewed with the reporter. The hp will drain with manual bags. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The direct cause of the alarm was determined to be loose connection based on the reported event, though the cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.